Event description:
It was reported that all the electrode channels showed high impedances. There is no reaction to sound. During implantation, the intro-operative testing showed some of the electrode channels had already high impedances. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.